Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, an opening on radius, and black particles on the shell. A microscopic analysis was performed which identified: a crease sharp opening on radius and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.